Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion and there was edema, inflammation and swelling. Post ablation procedure, the patient was leaving the room when the patient coded in recovery. Cardiopulmonary resuscitation (CPR) and pericardiocentesis were performed. The patient was admitted into the intensive care unit (ICU). It was further reported that the farawave catheter upn and lot number is not available. The physician did not have an issue with the catheter and does not think it was the reason the patient has post procedure complications. The number of lesions performed on the left and right atrium was approximately 77 ablations. Transeptal was performed and other catheters used were non-boston scientific grid catheter, cs catheter, and ice. The non-boston scientific grid catheter was inserted via the faradrive. Intra heparin was given and the activated clot time (act) was greater than 300 and was maintained. The patient was on home oxygen prior to the procedure, which may have contributed to the adverse event. The patient family took the patient off life support and the patient passed away. It was further reported that a possible cause of death could have been double effusion, went into flash edema. The physician does not believe the device or procedure caused or contributed to patients' death and no autopsy was performed. The pulsed field ablation procedure was performed to treat persistent atrial fibrillation and cavotricuspid isthmus (cti). It was further reported and clarified that the double effusion refers to the presence of excess fluid on both sides of the chest, between the lungs and the chest wall. Pericardial effusion was diagnosed and was treated.

Event description:
It was reported that the patient experienced a pericardial effusion and there was edema, inflammation and swelling. Post ablation procedure, the patient was leaving the room when the patient coded in recovery. Cardiopulmonary resuscitation (CPR) and pericardiocentesis were performed. The patient was admitted into the intensive care unit (ICU). It was further reported that the farawave catheter upn and lot number is not available. The physician did not have an issue with the catheter and does not think it was the reason the patient has post procedure complications. The number of lesions performed on the left and right atrium was approximately 77 ablations. Transeptal was performed and other catheters used were non-boston scientific grid catheter, cs catheter, and ice. The non-boston scientific grid catheter was inserted via the faradrive. Intra heparin was given and the activated clot time (act) was greater than 300 and was maintained. The patient was on home oxygen prior to the procedure, which may have contributed to the adverse event. The patient family took the patient off life support and the patient passed away. It was further reported that a possible cause of death could have been double effusion, went into flash edema. The physician does not believe the device or procedure caused or contributed to patients death and no autopsy was performed. The pulsed field ablation procedure was performed to treat persistent atrial fibrillation and cavotricuspid isthmus (cti).

Manufacturer narrative:
Additional information was provided in section b2 date of death, and section b5 describe event or problem. Correction to section h6 impact codes removed code f08, and section h6 device codes exchanged code a24 for code a2304. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion and there was edema, inflammation and swelling. Post ablation procedure, the patient was leaving the room when the patient coded in recovery. Cardiopulmonary resuscitation (CPR) and pericardiocentesis were performed. The patient was admitted into the intensive care unit (ICU). It was further reported that the farawave catheter upn and lot number is not available. The physician did not have an issue with the catheter and does not think it was the reason the patient has post procedure complications. The number of lesions performed on the left and right atrium was approximately 77 ablations. Transeptal was performed and other catheters used were non-boston scientific grid catheter, cs catheter, and ice. The non-boston scientific grid catheter was inserted via the faradrive. Intra heparin was given and the activated clot time (act) was greater than 300 and was maintained. The patient was on home oxygen prior to the procedure, which may have contributed to the adverse event. The patient family took the patient off life support and the patient passed away. It was further reported that a possible cause of death could have been double effusion, went into flash edema. The physician does not believe the device or procedure caused or contributed to patients death and no autopsy was performed. The pulsed field ablation procedure was performed to treat persistent atrial fibrillation and cavotricuspid isthmus (cti). It was further reported and clarified that the double effusion refers to the presence of excess fluid on both sides of the chest, between the lungs and the chest wall. Pericardial effusion was diagnosed and was treated.

Manufacturer narrative:
Correction to section h6 patient codes and h6 evaluation conclusion codes. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of death, pericardial effusion, perforation, cardiac arrest, edema, inflammation, swelling and pleural effusion. The device was not received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review/ship history review: the lot number was not provided; therefore, a ship history was unable to be performed. A review of the device history record (DHR) could not be performed since the ship history review was unable to be completed. Labeling review: the farawave catheter IFU was reviewed and includes warnings and precautions regarding pericardial effusion, inflammation, edema, swelling, pleural effusion, cardiopulmonary complications, and death that may occur during or following catheter-based electrophysiology procedures. The procedure included cavotricuspid isthmus (cti) ablation using the farawave catheter, which represents use outside the approved indication and is considered off-label use. There is no evidence that the device was used in a manner inconsistent with the instructions for use other than the reported off-label cti ablation. No device performance issues were identified, and no evidence suggests that labeling deficiencies contributed to the reported events. Risk review: a risk review performed for the farawave device confirmed that the events of user used incorrect product for intended use, pericardial effusion, pleural effusion, edema, inflammation, swelling, and death are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use and cause not established, supporting evidence that came to this conclusion. There are no evidence of device malfunction and based on the available information, a definitive cause for the event could not be established.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion and there was edema, inflammation and swelling. Post ablation procedure, the patient was leaving the room when the patient coded in recovery. Cardiopulmonary resuscitation (CPR) and pericardiocentesis were performed. The patient was admitted into the intensive care unit (ICU). It was further reported that the farawave catheter upn and lot number is not available. The physician did not have an issue with the catheter and does not think it was the reason the patient has post procedure complications. The number of lesions performed on the left and right atrium was approximately 77 ablations. Transeptal was performed and other catheters used were non-boston scientific grid catheter, cs catheter, and ice. The non-boston scientific grid catheter was inserted via the faradrive. Intra heparin was given and the activated clot time (act) was greater than 300 and was maintained. The patient was on home oxygen prior to the procedure, which may have contributed to the adverse event. The patient family took the patient off life support and the patient passed away.